Event description:
An implant card was received for the battery replacement surgery, which was indicated to be prophylactic. The generator was discarded and would not be expected for return per hospital protocols. No additional, relevant information was received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include the information that no surgery has occurred to date.

Event description:
No surgery has occurred to date.

Event description:
It was reported the patient's generator had reached 25% battery life remaining more quickly than expected. A review of the device history record shows this generator was manufactured using a laser routing process. A review of the decoded programming history data confirms the generator battery is likely depleting more rapidly than expected.